Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having pain at the implant site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having pain at the implant site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. It was also reported that the pain was located in the axial low back and it was a pre-existing pain. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having pain at the implant site. The patient will undergo an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 13533501 / 14242946. Model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was having pain at the implant site. The patient will undergo an explant procedure.